Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
An optician reported that six knives were noted to be dull during separate cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no harm to any patient. Additional information was confirmed to be unavailable.

Manufacturer narrative:
Six opened knife samples were received by manufacturing wrapped loosely together in bubble wrap for the report of being dull. The returned samples were visually inspected . Five samples were found to be nonconforming with damaged cutting edges and one sample was found to be nonconforming with a damaged tip and damaged cutting edges. Penetration and sharpness testing could not be performed due to the damaged condition of the samples. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. As the exact root cause for the damaged knife samples is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and cutting edges exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).